Event description:
It was reported that there is a concern regarding the monitor's ability to accurately record and display a pt's blood pressure especially when it is outside of "normally acceptable parameters". There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.